Event description:
It was reported that a device was used during an unknown procedure. The device broke in pieces and fell into the pt. The surgeon could not retrieve the pieces, since they were so small. The case was completed, but the device is not returned.